Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes. D.10 returned to manufacturer on: 2020-05-19. H.6. FDA patient problem code(s): 2199. H.6. Investigation: customer returned (5) loose 1/2cc, 8mm syringe. Customer states that the needle separated into the shield. The returned syringes were examined and one syringe was returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9280134. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [200852361, 200851023, 200850101, 200850735] noted that did not pertain to the complaint. There were two (2) notifications [200851653, 200850004] noted for out of spec shield pull. Process summary: automatic syringe assembly machine, which feeds 1/2cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. See h.10.

Event description:
It was reported that the needle separated into the shield with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: it was reported that needle separated into shield. Stated this has been happening once or twice a week for a while now. Additionally, on the bd sales consultant provided the following additional information: asked parent if needle hub was separating also and parent stated just the needle is separating from the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a complaint history check was performed and this is the 1st related complaint for needle separates on lot # 9280134. No samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9280134. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications noted that did not pertain to the complaint. There were two (2) notifications [200851653, 200850004] noted for out of spec shield pull. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the needle separated into the shield with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: it was reported that needle separated into shield. Stated this has been happening once or twice a week for a while now. Additionally, on the bd sales consultant provided the following additional information: asked parent if needle hub was separating also and parent stated just the needle is separating from the syringe.